Manufacturer narrative:
The alleged issue could not be confirmed. No instrument devices or associated device logs were received for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported a possible patient event. No further details are available at this time. There's no report of patient involvement.